Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an excision of skin cancer on the chest on (B)(6) 2012 and suture was used. The patient experienced redness and itching six days after the procedure which was treated with topical antibiotic ointment. On (B)(6) 2012, it was noted the start of a wound dehiscence at the incision. On (B)(6) 2012, serosanguinous drainage was observed and there was complete wound dehiscence. Cultures were done. Antibiotic therapy and silvadene were prescribed. On (B)(6) 2012, the patient was re-evaluated by the physician and there was no evidence of infection.

Manufacturer narrative:
(B)(4): wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.